Event description:
The user facility reported that a hose separated from the system 1e processor, causing water to come out onto a counter top. Facility personnel were present, shut off the water supply and cleaned up the spill. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician inspected unit and noted the 90 degree factory crimped fitting had separated at the facility's water supply connection. The technician replaced the hose and 90 degree factory crimp fitting. Technician performed a diagnostic and found the unit operational. The water supply connection is recessed into a wall and above a plastic composite countertop. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).